Event description:
New information revealed the right ventricular lead was capped and replaced on 4mar2021. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was over-sensing noise. This lead has known externalized conductors. No intervention or programming changes were completed. The patient was stable.